Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, on (B)(6) 2017, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed a fill estimate of 75 units on the same day. There was no impact to the customer's blood glucose level. Prior to calling tandem technical support, the customer loaded a new cartridge successfully, and resumed insulin delivery. Additionally, the contact reported that the issue had been resolved.